Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system didn¿t start the operating system. Review of the system log file showed that multiple parts (collimator, detector and sequencer) were not working due to malfunction in the power supply. Upon troubleshooting, fse found that multiple modules were not powering up and the main cabinet power tray was defective. To resolve this issue, fse replaced the power distribution unit (pdu) fan tray and dcps (direct current power supply). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device did not start the operating system. There was no reported patient or user harm. The device was not in clinical use at the time of event. A philips field service engineer (fse) replaced the main cabinet power tray, and the system was returned to use in good working order.